Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this patient was admitted to the intensive care unit (ICU) due to an unspecified issue with the implanted pacemaker. The physician requested technical assistance. Additional information is being requested.